Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that sometimes the ins was working and sometimes it was not working and it left a pain in the patient's shoulders. The patient said they had pain at night. The patient stated they also have been going to the bathroom and eating more. The patient said they were still hungry after they were done eating. The patient stated they felt a tightness in their chest and sometimes the ins made them feel weird from the stimulation down their legs. They patient said they were also having back spasms. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she didn¿t know what was going on with her neurostimulator (ins). The patient reported that the ins was supposed to be taking pain away, but she was getting a ¿tense thing going down her lower back, on the back side of her legs and throbbing in her knees.¿ the patient reported that she hadn¿t been able to walk for 4 days. The patient reported that she had pain behind her calf that goes ¿all the way down her seat.¿ the patient reported that she ¿doesn¿t want to send the thing in.¿ the patient reported that her knees swell up. The patient reported that since the stimulation was bothering her knees, she decreased stimulation on program 1 from 6.0 to ¿258.¿ the patient reported that sometimes the pain gets a little bad, so she increased the stimulation. The patient reported that her knees were slowing her down and she gets stuck. The patient reported that she was supposed to have the ins block the pain from her mind, but she had two screws that were pushing up ag ainst her nerve from a bad infusion. The patient reported that she was in bed right now and at nighttime, she had to decrease stimulation down to ¿three something or whatever¿ otherwise she wouldn¿t be able to fall asleep. The patient reported that her knees were hurting. The patient reported that she had tingling all down the lower part of her back. The patient reported that sometimes she hurts from the pain when she was laying left or right in bed or walking. The patient reported that she increased stimulation to 7.4 and could feel the tingling in her knees. The patient reported that the ins doesn¿t affect her the same way anymore because she was in so much pain since implant. The patient reported that she had a lump in her neck the size of a nickel. The patient reported that got a cat scan and blood work done to address the lump. The patient reported that she had spasms. The patient reported that she saw a healthcare provider (hcp) on (B)(6) 2019 to address problems. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had the ins in their back on the left hand side. The patient said they were having problems eating, their appetite had increased, they had tightness in their chest, they were having muscles spasms, and they had a little knot on the right side of their neck since the implant that looked like it was getting bigger because they suffer with neck pain. No further complications were reported/anticipated.